Event description:
It was reported that the patient was reprogrammed two weeks prior and currently wasn't feeling well. Patient reports feeling tightness in neck, passing out with exertion, and shortness of breath. The patient was seen a couple days after their call and the device checked out just fine. No intervention was taken. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.